Manufacturer narrative:
D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was recovered during microcatheter investigation and noted to be deformed. The stent introducer sheath distal tip was intact and the stent delivery wire (sdw) was not returned. As the stent was deployed prematurely during use functional test was not performed although it was confirmed during visual inspection. Also, stent difficult/unable to advance or pullback through catheter could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on analysis of the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the physician used a microcatheter to deliver the subject stent. After the stent had just fully entered the microcatheter, the physician felt significant resistance during advancement. Therefore, the physician slightly retracted the stent and attempted to advance the delivery wire again. At this point, it was discovered that the stent had become deployed, and the delivery wire was pulled out, but the stent remained within the microcatheter. The physician then replaced the microcatheter with another one and used another stent to complete the procedure. Additional information provided by the customer indicated that the device the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The stent was returned for analysis in a deployed condition and was noted to be deformed along its length. The stent introducer sheath distal tip was intact. The stent delivery wire (sdw) was not returned. Based on the event details and analysis of the returned device, it is possible that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (caused by proximal sheath movement). The user will then experience increased resistance while attempting to advance the stent into/through the microcatheter, resulting in damage to the stent. If the stent was damaged during transfer, it would cause friction during the procedure. The as reported ¿stent deployed prematurely during use' and ¿ stent difficult/unable to advance or pullback through catheter' as well as the as analysed 'stent deployed prematurely during use' and 'stent deformed' will be assigned procedural factors as the issue is associated with a product that meets company¿s design and manufacture specifications and was used in according with the dfu but due to procedural and anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the stent assisted coil embolization procedure of the subarachnoid hemorrhage and an anterior communicating artery (acoma) aneurysm, a significant resistance was encountered during advancement of subject stent from the introducing sheath into the microcatheter. The subject stent was unable to advance further from the proximal end of the microcatheter shaft. The subject stent encountered significant resistance even during withdrawal. After withdrawing the subject stent delivery wire outside the patient¿s body, the physician was not able to find the subject stent, leading the physician to conclude that it had likely been deployed at the proximal end of the microcatheter shaft. The physician then withdrew the microcatheter outside the body and cut off its proximal end. The subject stent was found to be deployed inside the microcatheter shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the stent assisted coil embolization procedure of the subarachnoid hemorrhage and an anterior communicating artery (acoma) aneurysm, a significant resistance was encountered during advancement of subject stent from the introducing sheath into the microcatheter. The subject stent was unable to advance further from the proximal end of the microcatheter shaft. The subject stent encountered significant resistance even during withdrawal. After withdrawing the subject stent delivery wire outside the patient¿s body, the physician was not able to find the subject stent, leading the physician to conclude that it had likely been deployed at the proximal end of the microcatheter shaft. The physician then withdrew the microcatheter outside the body and cut off its proximal end. The subject stent was found to be deployed inside the microcatheter shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.